Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of dilaudid (unknown dose and concentration) in an implantable infusion pump for non-malignant pain, failed back surgery syndrome, and other non-malignant pain. The patient developed a granuloma in 2007. The patient was seen in (B)(6) 2007 to get the medication removed to "detox" and it was discovered the "pump stopped working." The pump was "turned off" and filled with saline. Additional information was requested from the healthcare provider (hcp) regarding the specific device issue, any symptoms experienced, troubleshooting/diagnostics performed, actions/interventions taken to mitigate the issue, and if the cause of the pump issue was determined.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient was having a MRI due to the granuloma the patient experienced in 2007. The patient also experienced permanent nerve damage on the left side from the waist down. The doctor had the pump turned up too high.